Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient's rv lead exhibited non-sustained rv oversensing episodes due to noise. The issue was noted via merlin.net. As a result, surgical intervention was undertaken during which the lead was capped and replaced. No patient symptoms were reported.